Manufacturer narrative:
Product analysis: analysis could not confirm the reported issue; however, there were errors found in the logs. The software was reloaded and a circuit board was replaced as a preventative. All found defective parts were replaced and all other identified issues were resolved. The device was re-calibrated and functionally tested. The device passed all final testing. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer needed to be restarted between device interrogations because it kept freezing up. The programmer has been returned for service. No patient complications have been reported as a result of this event.